Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the complaint of the pump making audible noises and beeping intermittently was not duplicated during the investigation. There was no defect found.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the pump was making audible noises and was beeping intermittently. It was noted that there were no alarms visible on the screen. This complaint is being reported because the reported issue was unable to be resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.